Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device memory full.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 27th march 2013 and it had performed to specification up to the 30th march 2014. The device records multiple manual power ups of ten minutes duration between the 1st april 2014 and the 11th july 2015. The device memory became full. The device records manual power ups under one minute duration between the 13th - 27th may 2016. Multiple manual power ups may suggest the user was regularly power cycling the device. No further log entries were recorded. The returned pad-pak was inserted into the device and the device passed a self-test. On shutdown the device gave a warning memory full prompt and a flashing green status led. This would confirm the reported fault. A test shock was delivered successfully with an acceptable measurement recorded. Investigation found the reported fault can be attributed to membrane failure due to corrosion. Analysis of the membrane tail also indicated a manufacturing defect on the gold coating of the membrane tail. The purpose of this coating is to prevent corrosion of the copper conductor when exposed to moisture. Whilst the root cause of the corrosion was exposure to adverse storage conditions, the defect observed negated the design mitigation which should have prevented the fault. This corrosion may account for the multiple power ups of mainly ten minutes duration recorded within the history log which resulted in the device memory becoming full. The corrosion on the membrane tail would indicate that the device had been subject to adverse storage conditions.